Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. The patient's ring finger was pinched between the tabletop and the covers of the mr system during horizontal movement into the bore, resulting into a fracture of the patient's ring finger. During such table movements, the operator should always ensure the patient's hands and make sure there are no cable or extremities positioned such that they can be caught. In this case no arm supports were used to position the patient.

Event description:
Philips received a report from a customer stating that a patient's finger got pinched between the tabletop and bore cover when the patient was moved into the bore for an mr examination. This resulted in a fracture of the patient's finger.